Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the scrub nurse examined the singe site curved cannula accessory and noticed that the bowl of the trocar could rotate around the shaft. The procedure was completed with a replacement cannula. There were no reports of any injury to the patient and nothing fell into the patient.

Manufacturer narrative:
The single site curved cannula accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a weld defect and noticed that the tube can move with respect to the bowl feature. The weld that joins the tube and the bowl was cracked around the circumference. Thus the cannula cannot be used as the orientation of the tube relative to bowl is critical to the function of the item. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the weld could likely cause or contribute to an adverse event, if the malfunction were to recur.